Event description:
It was reported that within the last month the patient had experienced stimulation of the pectoral muscle during left ventricular (lv) pacing. It was noted that the lv lead had elevated thresholds. The parameters on the lead were reprogramed and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.